Event description:
It was reported that the customer found an air bubble after disconnecting the transfer guard from the vial. The customer's blood glucose was 119 mg/dl. Advised that champagne bubbles could occur in that situation. The customer attempted to insert an infusion set but it was stuck to the side of the serter. The customer used a new infusion set, and, during prime, she stated that there were two drops that came out before numbers appeared on the screen. Advised there may have a venting issue with the infusion set. Troubleshooting was done for the serter issues. The issue was not resolved. Advised that a replacement serter would be sent and to return the serter for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.